Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to cholesteatoma and middle ear issue (non-device related). The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.